Event description:
It was reported to philips that the device¿s c-arm was unable to move. The device was in clinical use at the time of the event. No harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse)inspected the system and confirmed that the geometry movements were not available. Upon functional testing, the fse found that there was a problem in amc. The fse replaced the amc motor control module. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.